Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan colombia to report that the patient's onetouch select meter read inaccurately high. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The patient's spouse informed the csr that the patient tests 8-10x/day and manages her diabetes with humalog (adjusts based on sliding scale) and set dose of 24 units of lantus at bedtime. The reporter was unable to confirm patient's typical/normal readings throughout the day. The patient's spouse reported that on the evening of (B)(6) 2012 at 6:58pm, the patient tested her blood glucose and obtained a reading of "304 mg/dl." The reporter stated that based on the meter reading the patient administered a correction bolus (dose not known). At 1:35am on (B)(6) 2012, the reporter stated the patient began to feel dizzy and when she tested her blood glucose with the subject meter obtained a reading of "182 mg/dl." Approximately 1 hour later at 2:46am she retested and obtained a result of "220 mg/dl." The patient's spouse reported that the patient did not take any insulin in response to the morning readings. At 7:10am that morning, the reporter stated the patient had a seizure and he took her to the hospital. Prior to taking her to the hospital, the patient's blood glucose was tested with the subject meter and a reading of "288 mg/dl" was obtained. The reporter stated when the patient arrived at the hospital she was tested with a hospital meter and obtained an approximate result of "90 mg/dl"; however, the lab reading came back at "20 or 24 mg/dl.' The patient's spouse did not know what treatment the patient received while in the ER, however, reported she was admitted into the hospital for low blood glucose. At the time of troubleshooting, the csr confirmed the test strips were within their expiration date. A control solution test was not performed at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.